Event description:
The initial reporter stated that the pump did not stop and alarm when feeding was complete. They stated that it was pumping air to the patient. When the pump was returned to mmdg the load set alarm did not operate as expected. It failed to alarm. Mmdg did follow up with the initial reporter to obtain addition information. The initial reporter stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the device was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the reported complaint, however, the pump pcb had failed, which resulted in the load set alarm failing to operate correctly. The pump was serviced to correct this issue. This report is also being filed because there is indication that the event occurred while the device was in use by a pediatric patient (under 18). Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.